Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was examined by the hospital after the event and no fault was found. It was put back in service and no service visit was requested. The ventilators logs were received for evaluation the evaluation of the ventilator¿s logs shows that the last pre-use check before e the event was successful. The logs show that on the day of the event, ventilation was in the simv (pc) + ps (synchronized intermittent mandatory ventilation (pressure control) + pressure support)) mode of ventilation and it lasted 5 hours and 40 minutes. According to the hospital the ventilator generated the low expiratory minute alarm during nebulizing and the tidal volume dropped. Suctioning was done, the tubing was checked, and it was intact, the tube position was also unchanged, but the alarm persisted. The logs show that the volume and peep (positive end expiratory pressure) values were stable and within limits up to around 2½ hours before ventilation was ended but from this time there was gradual dropping of the inspiratory and expiratory volume values while at the same time the peep values started rising but all were still within limits. 40 minutes before the end the expiratory volumes had dropped to below the set lower expiratory alarm limit ad activated the low expiratory alarm limit. The peep value was still below the alarm limit but still rising. It eventually surpassed the set peep high alarm limit, and the high peep alarm was activated 4 minutes before the ventilator was set to the standby mode. There are five disconnection procedures from the time of activation of the low expiratory volume alarm up to the time the ventilator was set to the standby mode. These seem to be the described actions taken by the user to resolve the low expiratory volume alarm and the low tidal volumes, but these procedures did not resolve the issues or affect the rising peep values. The conclusion in the matter is that there was no ventilator malfunction at any time, but the low expiratory volume alarm and the dropping of the tidal volume occurred as reported. The cause was the increased resistance in the patient circuit most probably due to build-up of particles from nebulization that clog the filter. This is supported by the gradual steady rising of peep which is a common effect of a clogged expiratory filter during nebulization. The pressure difference between the set pressure level and the actual peep (in this case higher than set peep) determines/affects the delivered volume. The measures taken by the hospital were correct for troubleshooting but the true cause of the low expiratory minute volume alarm, was the rising peep, but this was overlooked, although it initially it was below the set alarm limit, but its rising should have been observed. The mode of ventilation was a pressure support mode, and in this mode the delivered volume is dependent of a pre-set pressure therefore the increase in actual peep pressure would decrease the volume. The user manual includes a warning ¿during nebulization, carefully monitor the airway pressure. Increased airway pressure could result from a clogged expiratory filter. Replace the filter if the expiratory resistance increases¿. H3 other text : facility examined. No fault found.

Event description:
It was reported that while connected to a patient the ventilator began alarming low expiratory minute volume, tidal volumes also dropped to 1 ml/kg. Suctioning was given but alarming continued., the ventilator¿s tubing was checked and were found intact, the tube position was checked and was found unchanged. The etco2 began increasing up to 14 noted at highest and the patient became tachycardic up 180. The chest sounded clear on auscultation and when put on the bag, the patient bagged with ease with better chest wall expansion than noted when on ventilator. Xray was taken and tube position was confirmed. When put on the test lung, the ventilator continued to alarm. Another ventilator was set up and was connected to the patient. The expiratory minute volumes improved in comparison to initial ventilator. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).